Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. The following information was provided by the initial reporter: "she has reported an incident that has happened twice with our 16g grey vps cannula. The incident happened on the 6th of (B)(6) 2020. She informed me that there has been no harm to the patient".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-08. Investigation summary : ten representative samples were received by our quality team for evaluation. Upon visual inspection, valve injection test, and the catheter leak test, no abnormalities or leakage was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. The following information was provided by the initial reporter: "she has reported an incident that has happened twice with our 16g grey vps cannula. The incident happened on the (B)(6) 2020. She informed me that there has been no harm to the patient".